Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pb5533 batch number, and no non-conformances were identified. It was reported performance pull off - suture needle. It was received for analysis an opened box with seven unopened samples of product code c490, lot pb5533. During the visual inspection of seven samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The needle pulled off the thread during the procedure. There were no adverse patient consequences reported.